Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: pump with physical damage. Pump with mislodged tubing error 223703619. Multiple cassettes have been used, units have been cleaned no reports of patient harm or stopped infusions. A preliminary review of the logs identified the following issue: clogged admin set. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. During the log file evaluation it was found replicated the alert "tubing set error (clogged admin set) ". However, the customer complaint cannot be confirmed due to no picture or sample availability. The potential root cause could be related to insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert. The current process controls detection includes a torque test conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs.